Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6) 2010 at 8:30 am, the patient obtained a blood glucose reading of "greater than 200 mg/dl" on the reported meter, which was high compared to her expected values of 103 mg/dl to 111 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of drinking large quantities of water throughout the day. The patient took her usual dose of oral diabetes medications, and ate her usual meals at noon and 4:00 pm. At 7:30 pm the patient experienced the symptoms of shaking, nausea and weakness. While symptomatic, the patient tested her blood glucose level with the reported meter and obtained the reading of 60 mg/dl. The patient contacted emergency services. Paramedics arrived at 7:30 pm and treated the patient with orange juice. The emt tested the patient's blood glucose level, but that result is unknown. The patient was transported to the emergency room and treated with oral glucose. The patient was discharged from the ER when her blood glucose level was 103 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she self-treated with large quantities of water based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 500:320:844:0000. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 500:320:844:0000 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this report is currently unknown.